Manufacturer narrative:
H3) a manufacturer representative (rep) went to the site to test the navigation system. The complementary metal oxide semiconductor battery was replaced and the system performed as intended. Codes: b01, c02, d02 h3) the battery was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the battery had computer failure as the battery measured off for voltage. Codes: b01, c07, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735672 (serial/lot: unknown). H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex a codes were applied to capture this event. A1102 captures the system not booting, a0902 captures the screen going black, and a110201 captures the error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon bootup, the system displayed a "no sync" error message and the screen went black. There was troubleshooting present. It was reported that technical services walked the site through resetting the complementary metal oxide semiconductor (cmos) battery. The probable cause noted was a malfunctioning cmos battery. There was no patient involvement.